Event description:
It was reported that the customer was hospitalized due to a heart attack. It was also reported that the customer believes that their insulin pump is not delivering the full amount of insulin. Customer advised that she took the insulin pump off while hospitalized. Unable to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.